Event description:
A healthcare professional reported that the lens optic was defective, noticed minor crumpling which would resolve within a few minutes. However, the lens was explanted and implanted with an unspecified backup lens during initial procedure. Additional information received that the event related to patient's left eye. At day one the patient had more cornea edema than would usually be expected for a routine case. The physician yet to review them at week one. No other complications or issues.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product pxyat3-t6 (that is sold in the united states under p190018. The manufacturer internal reference number is: (B)(4).